Event description:
It was reported the system locked up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The board were reseated and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.